Event description:
While testing the device, the user found that it would charge, but would not fire. There was no pt involved. The problem was traced to the main defibrillator assembly (596327), but the precise nature of the problem has not been determined. The event is not occurring more frequently or with greater severity than is usual for the device.